Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated no unusual activity. During testing, an external power supply was used; all electrical currents were found to be within specification. The pump cover was removed; no evidence of loose components or moisture contamination was noted inside pump. The reported overheating issue with pump was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).